Event description:
Rptr is a third party svc organization which provides sales, and svc on cardiology equipment. The co has been involved in the biomedical equipment field for over twenty yrs. It has recently come to the co's attention that conmed, one of the mfrs that the co purchases pt cables from, has a severe engineering flaw in one of their pt cables that is designed to connect to a EKG machine. The cable that was originally designed by the maker of the EKG has a locking mechanism to securely keep the cable attached to the device. This cable works perfectly and usually only needs replacement when it has been abused in the med environment such as a cart running over the cable or an irritable pt pulling on the cable. The 3rd party sales co is known in the industry as a second source for replacement of these cables. However, without the locking mechanism on the pt cable, made by conmed the cables are not making good connection and after a period of ninety days their customers have found that the cables are no longer usable. The co has already contacted conmed concerning this deficiency and they have responded to rptr that they do not intend to make any corrections. The cos feel that if conmed is going to continue to MFR this cable then they should be required to make their cable fit into the instrument and perform in accordance with the original mfrs cable. Quality is rptr's concern on this particular issue not necessarily pt safety. However, if a pt is in need of an emergency EKG it would be expected that the cable that is connected to the device be of a superior quality as the device itself. The rptr is aware of the other cable MFR that is producing a similar cable that will probably have the same results due to the lack of any mechanical locking apparatus on their cable also.